Event description:
The customer reported the display had a blank screen.

Manufacturer narrative:
The customer reported the display had a blank screen. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.